Event description:
The pt experienced a loss of therapeutic effect and stimulation following a car accident on (B)(6) 2010. Further info is being requested at this time.

Manufacturer narrative:
(B)(4)